Event description:
Related manufacturer reference number: 2017865-2025-52163, related manufacturer reference number: 2017865-2025-52164. Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Physician also saw that the patient's right ventricular lead had insulation damage during the procedure on (B)(6) 2025. However, lead was unable to be addressed at the time due to patient anatomy. Patient was stable before, during, and after the procedure and was discharged. The right ventricular and right atrial leads were then explanted and replaced on (B)(6) 2025. Noise was also noted on both leads. Patient condition was stable after this second procedure.

Event description:
New information received noted that the right ventricular and atrial leads exhibited noise over-sensing.

Manufacturer narrative:
The reported event of oversensing was confirmed. As received, a complete lead was returned in three pieces for analysis. Visual inspection found an external abrasion breaching the outer insulation distal to the suture sleeve impressions consistent with friction to another implanted device or feature of the patient anatomy. The outer coil was exposing at this location. The cause of oversensing was due to the outer coil being exposed at the abrasion zone.